Manufacturer narrative:
Manufactures investigation conclusion: incidental findings: as an additional finding, the serial and software revision labels are missing (figure 2). As an additional observation, the pump running green arrow symbol on the user interface were dim (figure 3). The reported event of a controller fault alarm was confirmed with the returned system controller. The evaluation revealed fluid ingress within the controller housing. After disassembling the device, there was green/blue fluid on the printed circuit board that would have resulted in the alarm. The fluid appears to have entered through the power cables. The green/blue liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The log file retrieved from the returned device captured a controller fault alarm event on december 3 relating to the fluid ingress issue. The alarm cleared. The data indicated the pump function was not affected, which the system operated at the set speed value of 6,000 rpm. No further information was provided. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial#: (B)(6) was shipped to the customer on (B)(6) 2018. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient log file submitted for review contained a yellow wrench alarm associated with a controller internal fault alarm on (B)(6) 2020. The periodic log also contained the same fault on (B)(6) 2020, however both events appear to self-resolve and do not appear to effect pump operation. The controller was swapped out and will return for evaluation. The patient has not reported active alarms since a new controller was issued to patient. The patient was discharged home and waiting to be made active on the heart transplant list. No additional information provided.